Event description:
It was reported that a pt sustained a third degree burn on his forearm after a MRI exam, landmarked for multiple locations. Prior to the MRI exam, the pt was reportedly removed from a warmer that was set to 160 degrees f. According to the risk manager, the temperature setting was above MFR's recommendations. The mgr noted that this warmer setting had been used on several pts for many years without incident. At this time, the pt was wrapped in a cotton warming blanket. Based on the available info, the pt was moved into the MRI room to be prepped for the exam. Padding was applied to prevent skin-to-skin contact, bore contact, and looping. Additionally, a thermoflect blanket was wrapped around the pt to replace the cotton warming blanket to prevent hypothermia. This blanket was described to be paper blue on one side and aluminum silver on the other. When the exam was completed, reddening was observed on the pt's forearm. At an unk time and date, the affected area developed into a third degree burn. The risk mgr of the site indicated that the burn necessitated grafting of the pt.

Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific info and investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). Visual inspection and the test results for the MRI system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specifications. Accounts from the site risk manager revealed that the thermoflect blanket was mr-conditional. The mr operator manual provides operators criteria to determine mr compatibility of non-MRI objects used for exams. The risk manager also indicated that the aluminum side of the blanket was intended to be placed away from the pt; however, there was no indication on the blanket to alert the operator that this side should not contact the pt's skin. The risk manager confirmed that the root cause of the incident was the use of the blanket.